Event description:
It was reported to nuvectra that the patient experienced stomach pain due to the initial placement of the leads. During the surgery, the leads were removed and replaced with a paddle lead.